Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump was hot to the touch. There was no damage seen to the pump, the battery cap was secure and there was no moisture or corrosion seen in the battery compartment. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up # 1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no battery was returned with the pump . The battery compartment and caps are intact with no damage or moisture ingress observed. Pump powers on normally. When exercised for 1 hour, overheating was duplicated. Pump electrical current draws were tested and found to be above specification. The pump cover was removed; inspection of printed circuit board confirms overheated components. Current readings and temperature returned to normal specification after removing components. Power flex and power circuit were tested for intermittent conditions and no additional defects were found.